Event description:
On (B)(6) 2015 the simple continuous dose was increased 5% ¿due to the extra pain and burning/nerve damage in hands and feet radiating up arms and legs¿ that the patient had been experiencing since (B)(6) 2015. This was why the drug infusion system was implanted, but the pain was increasing. The doctor told the patient to try medication for the extra pain. The patient wanted the doctor to prescribe norco/vicodin because the patient felt better on norco/vicodin when given it after dental work that was done a while ago, but the doctor increased the dilaudid dose instead. Following the increase, the patient had new symptoms of dizziness, headache, and a clumsy feeling where his hands and legs feel very heavy (mobility issue). The patient asked his follow-up doctor and he felt there was a miscommunication on the doctor¿s part because the doctor told him that the mobility issues would not be from the drug increase. The patient didn¿t believe that he received a straight answer from his doctor. The patient wanted to know what was in his body and how it was affecting him. He was very concerned. The patient noted that he had to utilize 2 pair of reading glasses because his eyes were so bad. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n245870, implanted: (B)(6) 2010, product type: accessory. (B)(4).